Manufacturer narrative:
This is a supplemental report to provide additional information. Based on an additional investigation, omsc presumes that the event occurred due to the following occurrence mechanism. 1) the grasping section was being left open, and the distal end of the grasping section was pushed against hard material. This caused the grasping section to have the scratch. 2) a load was applied to the distal end of the grasping section. This caused the grasping section to be deformed. 3) an excessive load was applied to the hole where the seesaw pin of the grasping section was inserted due to the deformation of the distal end of the grasping section. As a result, the outer circumference of the hole broke. 4) the grasping section detached from the insertion section. The above device handling has warned in the instruction manual as follows. Should any irregularity (error window, abnormal noise, abnormal output, abnormal operation, abnormal appearance, etc.) Or malfunction be observed while using the thunderbeat, stop the use and withdraw the instruments from the body cavity. Do not withdraw the transducer plug from the ultrasonic generator. Check the equipment by referring to chapter 8, ¿troubleshooting¿, in the instruction manual for the ultrasonic generator. If the irregularity remains after troubleshooting, replace the transducer. If this does not resolve the issue, replace the thunderbeat instrument. If the irregularity remains unresolved, contact olympus.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The grasping section detached from the insertion section. The grasping section which detached from the insertion section was deformed. The connection parts between the grasping section and the insertion section was partially torn. There was a scratch on the grasping section. The device history record was reviewed and found no irregularities. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an axillary dissection, the subject device was used. In the procedure, the low jaw (the grasping section) was detached and fell inside the patient. The detached piece could be retrieved from the patient body. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the low jaw (the grasping section).